Event description:
The manufacturer received information alleging an issue related to a simplygo device involving a thermal product malfunction. There was no report of patient harm or injury, and there was no report of medical intervention. The device was returned to the third-party service center, sieves are clogged. Once plugged in, it smells burn because the pca is burned. Inlet filter need to be replaced due to preventive intenance. All parts need to be replaced. The manufacturer's investigation is ongoing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.